Event description:
New information received notes a recurrence of oversensing observed on the right ventricular channel of the implantable cardioverter defibrillator. Programming modifications were performed. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. No further information was reported.